Event description:
It was reported that 135 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occured. The physician implanted a 3.50x16mm taxus express2 drug eluting stent in the proximal left anterior descending (lad). At 135 days later, there was 70% in-stent restenosis. The physician treated the restenosis with a balloon of unknown size and type and placed a 3.50x12mm taxus express2 drug eluting stent. No further information was available.

Manufacturer narrative:
Device analysis - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.